Event description:
The customer reported that while running a hepatitis core assay, summit sample handler misread a barcode. The customer also reported that while running an hiv-I p24 antigen assay, summit sample handler also misread a barcode. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.